Event description:
It was reported that a patient experienced a break in aseptic technique further described as a mistake made when the patient attempted to do continuous ambulatory peritoneal dialysis (capd) without proper training, which caused peritonitis. The patient was hospitalized and treated with injection vancogen (1 gm, intraperitoneally (ip), frequency not reported) for the reported event. Outcome of peritonitis was not reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental report will be filed.